Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13858. It was reported the distal lead tip of a drg lead had broken away from the remainder of the lead. As a result, surgical intervention was taken where the drg system was explanted and replaced. The l4 drg lead is still implanted, but inactive. Therapy was restored post-op. It is unknown which l4 lead separated, therefore both are being reported.